Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, a 5f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. No reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube was observed on the catheter shaft, engaged to the tamp lock. The sealant was abutting the balloon¿s proximal tip with no evidence of blood which likely indicates device was never inserted into the procedural sheath (sealant was not deployed). The condition of the returned device indicates that the shuttle may have been detached from the black handle which resulted in the sealant being deployed prematurely. The shuttle cartridge and the handle engagement were inspected for anomalies that may have caused the displacement. No anomalies were observed. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). The advancer tube was properly engaged to the tamp lock as received. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealant still in the device and no exposure to blood. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the device showed no sign of attempting deployment in the patient as evidenced by the sealant still attached to the device with no exposure to blood. Based on the analysis, it is possible the customer experienced a premature exposure of the sealant before insertion into the procedural sheath, and reported that the device could not achieve hemostasis due to the issue. However, without additional information from the customer, it is not possible to conclude if this incident occurred. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. It should be noted that if the device was grabbed by the catheter handle instead of the green/grey shuttle hub, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. Additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. No reported patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1907501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. No reported patient injury.